Manufacturer narrative:
MDR 3003442380-2024-01584 - device 1 of 3.

Event description:
Unomedical reference (B)(4). Event occurred in united states. It was reported that patient faced an issue with infusion set was bent cannula. The site of insertion was abdomen. The issue occurs after three hours of insertion. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.